Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that a low battery alert was not received prior to off no power alert on the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The motor error alarmed during basic occlusion test due to faulty force sensor resistor. We were unable to perform occlusion, prime, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed. The insulin pump passed unexpected restart and self-test. No alarms noted during testing. All operating currents measurement was within the specification, no unexpected low battery, off no power alarm or battery indicator anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.